Event description:
The insert would not lock down on the anterior post. Another insert was available and was used successfully. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.